Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported issues (arm is drifting) failure was not confirmed nor replicated. Upon visual inspection no issues were found that would be related to the reported event. The unit was installed onto a golden system and the system trigger no related error. The unit was then installed onto a pftp where the sensor checks fail and sine cycle failed trigger error 23008 on yaw. Once tested was completed, the yaw searchlight pca was aba tested and was verified to be the source of the fault. As a result of these findings failure analysis was able to conclude that the yaw searchlight was found to be the potential root cause of the of the reported event.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, universal surgical manipulator (usm) 3 was drifting. The technical support engineer (tse) found no related logs and was not able to troubleshoot issue further. The procedure was completed with no reported injury.